Event description:
Customer's mother reported via phone call that the customer was experiencing high blood glucose of 400 mg/dl. Customer was could not treat because, the bolus wizard was coming up with a 0 unit dose. Customer's mother entered 25 and 15 carbs that were not eaten and they were able to treat. She also stated that the insulin pump has cracks at the reservoir compartment and the ring is missing. The damage occurred at an amusement park ride. They declined to troubleshoot for bolus wizard since the insulin pump would be replaced due to physical damage. It was advised to discontinue the use of the device and revert to a back a plan. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump bolus wizard functioned properly per bolus wizard sample in user guide. Unit was unable to prime during prime test due to moisture damage on force sensor. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Unit had broken reservoir tube lip, minor scratched display window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.